Event description:
It was reported that patient underwent initial agc knee surgery on an unknown date. Revision procedure was performed on an unknown date due to patient falling causing a fracture to the proximal tibia and loosening the tibial component. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Explant date - unknown. Manufacture date - unknown.